Event description:
Two exeter rasp handles broken. Another identical device immediately available and completed surgery as originally planned.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Other device was reported, lot # pxe22, MFR date 09/13/2003.